Event description:
The product was used during an unspecified procedure. Reportedly, the instrument was broken. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.